Manufacturer narrative:
Submit date: 09/23/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with a hemodialysis catheter adapter. The customer reports that the adapter was cracking. The catheter needed to be removed and replaced.